Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charged and re-booted. The receiver was open and a visual inspection was performed, it passed. The log was downloaded for evaluation with no findings observed related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.